Event description:
Note: age and weight of the female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, while the fluid was heating up, an alarm leak occurred. The procedure was stopped and the doctor attempted to reseal the cervix. A second attempt was made but at about mid point, another fluid loss alarm occurred. The doctor feels this may have been caused by the patient coughing when she was under light anesthesia. The case was prolonged due to one of the staff members accidentally hitting the stop button instead of the start button in addition to the other issues. The case was aborted. The patient suffered a vaginal burn (degree unknown), which was treated with silvadene cream. The burn was considered small and minor. No follow up was required.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.